Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the occluder was successfully implanted using an unknown delivery system. After the procedure, patient became slightly symptomatic and a minor pericardial effusion was confirmed on follow-up transthoracic echocardiogram (tte). Furthermore, the minor pericardial effusion was closely monitored. Therefore, a pericardiocentesis was not required and the patient was discharged. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using an unknown delivery system. Three weeks after the procedure, patient became slightly symptomatic and a minor pericardial effusion was confirmed on follow-up transthoracic echocardiogram (tte). The cause of the pericardial effusion was unknown. The effusion was closely monitored. A pericardiocentesis was not required. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.